Manufacturer narrative:
Concomitant medical products: 4193-78 lead implanted (B)(6) 2005, 6949-65 lead implanted (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed the right atrial lead was intermittently undersensing during ventricular sensing episodes. The lead remains in use. No patient complications have been reported as a result of this event.